Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the foreign material of grainy black pieces came out of the biopsy channel of the bronchovideoscope during washing/reprocessing. As reported, reprocessing was performed using an endoscope reprocessor manufactured by another company. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d10, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus found the foreign material (black solid) inside the plastic bag that was sent. Per component analysis revealed that the foreign material was silicone rubber used inside the single use biopsy valve. However, it has not been possible to definitively determine whether the foreign material in question originated from that product. It is likely if single use biopsy valve was involved, it is possible that the silicone rubber in the slit of the biopsy valve was cut when a syringe or endo therapy accessory was inserted and removed at an angle. A root cause of reported issue could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.